Event description:
Ous MDR - it was reported that this lead exhibited oversensing with inappropriate shocks. The lead was explanted.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During this inspection, multiple signs of abrasion were found along the lead body. Especially between 54 cm and 56 cm distal of the df4 connector pin, the insulation was damaged due to fraying. This damage can be considered the cause for the reported oversensing with shock deliveries. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Significant lead movement should be considered as the cause. Reasons for an increased stress level of the lead in the implanted state are difficult to determine without x-ray images, diagnostic images of any other kind, and more information on the patient. Possible influence factors to be considered are the ingrowth behavior of the lead in the distal area, the individual anatomy, and an increased physical activity of the patient, especially involving the upper body. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.